Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: product code? Lot number? Was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? What was the size of the needle used? Was more than half the needle retained in the patient? Procedure name? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this medwatch report is in response to receipt of a voluntary medwatch report:: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use on the patient it was noticed that the tip of a suture needle was not sharp. User is unsure if it broke off during the procedure or if it was like that to begin with. User searched for the tip but could not find it. User was informed by x-ray that it would not show up. But x-ray took one anyway. Nothing was found on the x-ray. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2022. Additional information was requested, the following was obtained: product code? Unknown. Lot number? Rambbx. Was the needle piece(s) retrieved during the same procedure? Unable to locate the needle, x-ray was performed but nothing was found. Was there any additional tissue damage as a result of searching for the needle piece? None reported what is current condition of the patient? Patient was seen a month post op and there was not mention of any concern or complications. What was the size of the needle used? 4-0 monocryl was more than half the needle retained in the patient? Unknown as nothing was seen on the xray procedure name? Laparotomy myomectomy. Account contact stated that their report mentioned that the needle was not sharp and were unsure if it was broken out of the package or not. Device return status/follow up? Facilities notes state the device was returned to the rep with a packaging label, but no other notes were provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/4/2022. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.